Event description:
The customer received control readings of 144, 121 and 184mg/dl on the contour. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was asked to return the test strips for investigation. New meter, strips and control were sent to her.